Event description:
It was reported that an implantable pacemaker was explanted due to unknown reason. No additional adverse patient effects were reported.

Manufacturer narrative:
This report contains additional information related to cause of the device explant. Refer to field b5.

Event description:
It was reported that an implantable pacemaker was explanted due to unknown reason. No additional adverse patient effects were reported. Subsequently, additional information was received indicating device was explanted due to patient no longer needing it. No adverse patient effects were reported.

Manufacturer narrative:
This report contains additional information related to cause of the device explant. Refer to field b5. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that an implantable pacemaker was explanted due to unknown reason. No additional adverse patient effects were reported. Subsequently, additional information was received indicating device was explanted due to patient no longer needing it. No adverse patient effects were reported.